Event description:
Instrument failure - broken instrument, pieces left in patient.

Manufacturer narrative:
The agent reported instrument broke while in usage. X-ray found that the instrument was left inside of the patient. This event occurred during surgery near the patient. Healthcare profession indicated significant adverse event reported by the surgeon. There was no delay in surgery and the surgery was completed as intended. The instruments were inspected prior to use and found acceptable. The agent was present when this event occurred and there was another suitable device available. RMA examination: the reported devices was not returned to envois surgical for evaluation due to the instrument being lost or discarded. The lot number was not reported. No further evaluation can be made for this event. The customer complaint will be closed. If the devise is returned later, the complaint will be updated. The revision or lot number were not reported; therefore, this instrument could not be linked to a specific device history record or actual date of manufacture could not be determined with confidence. Database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. There are no indications that the instrument has a design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. The root cause of this complaint is difficult to determine, since it was not returned for evaluation. It is likely attributable to damage from rough handling. This is not an event associated with a product failure, malfunction, or issue.